Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (alert 4-user parameters corrupted alert).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the pump touchscreen was frozen and unresponsive. Customer's blood glucose level was 255 mg/dl. Reportedly the customer reverted to an alternate pump as insulin therapy.